Event description:
It was reported that the plate broke post operative. It was further reported that the patient performed strength training and that the plate presumably broke during the training. The device was initially implanted on (B)(6) 2025 and was removed on (B)(6) 2025. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update dw 06-mar-2025: further information was provided that a second plate was implanted during the second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-2653cl, clavicle fracture plate, central third, left, ss, batch 15178521, was received for investigation. Visual inspection found that the device was broken into two. Additionally, it had surface damage and stripped threads, likely due to the implantation and explanation process. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu-0192-eo revision 7; e. Warnings: "5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight-bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device." The complaint allegation is confirmed.